Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leaky filter that was infusing an unspecified medication . The event occurred in the nicu. Although requested there is no other event details provided by the customer at this time.

Manufacturer narrative:
Additional medwatch information received.

Event description:
A copy of the customer¿s medsun report was received from the FDA and states: ¿piv (peripheral intravenous) & PICC (peripherally inserted central catheter) lines infusing tpn (total parenteral nutrition) were found to be leaking at the filter. The filters were mated to the stopcocks. The tubing was attached to the patient at the time of the events but no patient harm was noted. No cracks were noted in any of the filters. There were 14 separate incidents with this particular type of filter during a one month time period.¿

Manufacturer narrative:
Correction on follow-up(3): disregard medwatch # and information provided with it.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that the filter leaked was confirmed. The set was visually inspected and no anomalies were observed. Functional testing confirmed leaking from the air vent of the 0.2 micron filter. The root cause was not identified.